Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: back of the uterus'), menorrhagia ('abnormal bleeding (menorrhagia)') and hydrosalpinx ('infection (other): hydrosalpynx right side') in an adult female patient who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, menometrorrhagia, biliary colic, cholelithiasis, pancreatitis and subacromial decompression. In 2009 patient underwent essure confirmation test. Concurrent conditions included obesity, hypertension, hepatitis c, gerd, depression, congestive heart failure and arthritis. Concomitant products included guaifenesin (mucinex), lisinopril and medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection") and uterine polyp ("reproductive system disorder or condition, type- uterine polyps"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstruation irregular ("irregular cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal adhesions ("adhesion from bowel"). The patient was treated with surgery (ablation and polipectomy , bilateral salpingectomy, d and c and bilateral salpingectomy). Essure was removed in (B)(6) 2010. At the time of the report, the device dislocation, hydrosalpinx, dysmenorrhoea, dyspareunia, menstruation irregular, vaginal infection, uterine polyp and abdominal adhesions outcome was unknown and the menorrhagia, abdominal pain and vaginal haemorrhage was resolving. The reporter considered abdominal adhesions, abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, hydrosalpinx, menorrhagia, menstruation irregular, uterine polyp, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date : (B)(6) 2009, (B)(6) 2010 discrepancy noted in essure removal date: (B)(6) 2011, (B)(6) 2013. Removal date: (B)(6) 2013 (discrepancy noted): unilateral salpingectomy - right side right side removed - left side in place. Essure was not visualized because of the polyps also reported result of hsg as right side essure was not found plaintiff received treatment for abnormal bleeding (vaginal, menorrhagia), vaginal infection, uterine polyps. Discrepancy noted: she did not undergo essure confirmation test (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: left side is occluded. Right side implant not found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pfs received. Events added: hydrosalpynx right side, migration of essure device location of device: back of the uterus, adhesion from bowel, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, irregular cycles. Event outcomes were updated to recovering/ resolving for: bleeding, pain. Reporters information, concomitant drugs, and medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: back of the uterus'), menorrhagia ('abnormal bleeding (menorrhagia)') and hydrosalpinx ('infection (other): hydrosalpynx right side') in an adult female patient who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, menometrorrhagia, biliary colic, cholelithiasis, pancreatitis and subacromial decompression. In 2009 patient underwent essure confirmation test. Concurrent conditions included obesity, hypertension, hepatitis c, gerd, depression, congestive heart failure and arthritis. Concomitant products included guaifenesin (mucinex), lisinopril and medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection") and uterine polyp ("reproductive system disorder or condition, type- uterine polyps"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstruation irregular ("irregular cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal adhesions ("adhesion from bowel"). The patient was treated with surgery (ablation and polipectomy , bilateral salpingectomy, d and c and bilateral salpingectomy). Essure was removed in (B)(6) 2010. At the time of the report, the device dislocation, hydrosalpinx, dysmenorrhoea, dyspareunia, menstruation irregular, vaginal infection, uterine polyp and abdominal adhesions outcome was unknown and the menorrhagia, abdominal pain and vaginal haemorrhage was resolving. The reporter considered abdominal adhesions, abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, hydrosalpinx, menorrhagia, menstruation irregular, uterine polyp, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date : (B)(6) 2009, (B)(6) 2010 discrepancy noted in essure removal date: (B)(6) 2011, (B)(6) 2013 removal date: (B)(6) 2013 (discrepancy noted): unilateral salpingectomy - right side right side removed - left side in place. Essure was not visualized because of the polyps also reported result of hsg as right side essure was not found plaintiff received treatment for abnormal bleeding (vaginal, menorrhagia), vaginal infection, uterine polyps. Discrepancy noted: she did not undergo essure confirmation test (as per pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: left side is occluded. Right side implant not found. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-apr-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy and menometrorrhagia. In 2009 patient underwent essure confirmation test. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("vaginal infection"). The patient was treated with surgery (ablation and polipectomy , bilateral salpingectomy). Essure was removed in (B)(6) 2010. At the time of the report, the menorrhagia, vaginal haemorrhage and vaginal infection outcome was unknown. The reporter considered menorrhagia, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy and menometrorrhagia. In 2009 patient underwent essure confirmation test. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("vaginal infection"). The patient was treated with surgery (ablation and polipectomy , bilateral salpingectomy). Essure was removed in (B)(6) 2010. At the time of the report, the menorrhagia, vaginal haemorrhage and vaginal infection outcome was unknown. The reporter considered menorrhagia, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2009. Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs and mr received : previously reported event "injury to herself" updated to "abnormal bleeding (vaginal)", events- "abnormal bleeding (menorrhagia), vaginal infection", reporter, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no: 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, menometrorrhagia, biliary colic and cholelithiasis. In 2009 patient underwent essure confirmation test. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection") and uterine polyp ("reproductive system disorder or condition, type- uterine polyps"). The patient was treated with surgery (ablation and polypectomy , bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the menorrhagia, vaginal haemorrhage, vaginal infection and uterine polyp outcome was unknown. The reporter considered menorrhagia, uterine polyp, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: previously reported essure insertion date: on (B)(6) 2009. Essure removal date provided in pfs: on (B)(6) 2011. Right side removed - left side in place. Essure was not visualized because of the polyps also reported result of hsg as right side essure was not found plaintiff received treatment for abnormal bleeding (vaginal, menorrhagia), vaginal infection, uterine polyps. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: left side is occluded. Right side implant not found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2021: pfs received. Medical history, event onset date, lab data added. Event: reproductive system disorder or condition, type- uterine polyps added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.